Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since their leadless implantable pulse generator (ipg) has been implanted "it has been nothing but a headache since the damn thing was put in." The ipg remains in use. No patient complications have been reported as a result of this event.